Event description:
The manufacturer was contacted in reference to a (B)(4) auto CPAP device. There was an allegation of device is that the CPAP "will not stay on at night" and that it has a "smoking smell". Maybe a little smoke noted and also smoke was smelled in mask as well as bedroom. There was no report of serious or permanent harm or injury. There was no report of medical intervention. The device was returned to a third-party service center for evaluation. At the evaluation, the device was not repaired, so the device was returned to the product investigation laboratory for further investigation.

Manufacturer narrative:
The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.